Event description:
On that date I had removal of gynemesh lot #ube009 that had eroded through my vaginal wall. The erosion was dx 2014 but it took this long to get 2nd opinion and bravery to resubmit to surgery again. Tvt implanted in 2005 at same time had to be released 14 days later due to inability to void which was immediately relieved post surgery.